Event description:
Caller states the patient tested 567 mg/dl, 183mg/dl, and 256mg/dl on the inform system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.